Event description:
On 02/08/2010, the pt reported that on (B) (6) 2010, she went to bed with a reading within her normal range of less than 200 mg/dl. On (B) (6) 2010, she woke up with a reading of above 600 mg/dl. Symptoms were thirst, frequent urination and vomiting. She tried to treat herself by bolusing extra insulin, drinking fluids, and changing her insulin infusion headset and tubing, but was unsuccessful. That afternoon she was driven to the ER where they found ketones in her urine. She stated she was taken off of her infusion device and treated with an insulin drip, IV fluids and anti-nausea medications. She said that while she was in the hospital she had tests run but no illnesses were found that could have caused her readings. Yesterday she was reconnected to her infusion device but her blood glucose remained elevated and then her device displayed an e6 (mechanical error). She was able to clear the e6, but a few mins later her device again displayed an e6. She switched to her backup device, using the same insulin cartridge and her readings have ranged from 60-150 mg/dl. She was released from the hospital today. The infusion device was replaced and requested to be returned for evaluation.